Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms during the implant procedure. This clinical observations was unable to be resolved by re-establishing device-lead connection. A new lead was implanted and successfully connected to the device resulting in normal impedance measurements. There were no adverse patient effects reported.